Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. There were staples protruding from proximal staple cartridge channel. The clamping mechanism was deformed. Pmv performed functional testing. The loading unit was loaded into a post market vigilance instrument for functional testing. The interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. The loading unit interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileal bladder surgery, when cutting the closed ileum, the device did not fire. The jaws did not close the clipped tissue properly and cannot be fired normally. A replacement device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.